Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte mr stent delivery system (sds) with partial guide wire. Examination of the distal end of the sds revealed that the distal tip was detached and stuck on the guide wire. The returned partial guide wire is fractured 35cm from the distal end. The intact portion of the device distal to the balloon exhibited ductile deformation consistent with stretching from tensile overload. The damage to the returned sds is consistent with a device that was stuck on a wire and subjected to excessive force to separate the devices. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Additional information received indicated the vessel was mildly tortuous, mildly calcified, and 90% stenosed. No issues with the devices were noted during prep or removal. The devices were removed together, in tact. The procedure was completed with a new guide wire and taxus liberte stent successfully.

Event description:
Same case as MFR#: 2134265-2011-00484. It was reported that during a percutaneous transluminal coronary angioplasty procedure the stent froze on the choice pt es 182cm wire. The stenosed lesion was located in the right coronary artery. The physician wired the lesion with the choice guide wire and tried to advance the 2.50x12mm taxus liberte stent and it became stuck on the guide wire. Everything was removed and the lesion was re-wired and completed with another device. No patient complications were reported and the patient's status is fine.